Event description:
It was reported that during the implant attempt, the physician was unable to get the helix to extend after the second try. The lead was discarded, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) blood in/on helix/lobe mechanism; the full lead was returned and analyzed. Blood on distal conductor and in/on the helix mechanism. Helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.